Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported afx2, type iiia endoleak with separation (of the right common iliac artery (rcia) main body and iliac extension) with additional endovascular procedure complaint is confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the reported event is user- and anatomy-related due to the following contributing factors: patient was being treated for a rcia aneurysm with no abdominal aortic aneurysm present (off-label condition), right common iliac diameter measured 38mm at index (off-label condition per IFU requirement 10-23mm), and angulation of the rcia increased from 15.7 to 66.7 degrees (aortic remodeling). No procedure-related harms were identified. The final patient status was reported as discharged home on postoperative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3 awareness date. H6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx limb stent graft distal extension. Approximately seven (7) years post initial procedure, the patient presented at routine follow-up with a type iiia endoleak and implant separation as detected per CT (computed tomography) scan. The physician elected to treat the patient by implanting one (1) additional afx limb stent graft and a bard fluency (non- endologix) covered stent 13.5x60mm on (B)(6) 2023. The patient reportedly tolerated the procedure well.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. H3 other text : devices remain implanted.